Event description:
It was reported that during the implant procedure, there was a loss of resistance with the driver and the wings of the spacer. The spindle cap of the spacer came off. The device was then removed and replaced during the procedure without incident. Device analysis was performed on the returned spacer. The analysis revealed that the spindle cap was completely sheared off from the implant body. The damage to implant indicates failure was due to a combination of deployment against resistance and physician failing to correctly attach the inserter to the spacer.